Manufacturer narrative:
The tech found the sidecomm cable wiring was pulled out, damaging the cable. He replaced the cable to repair the bed.

Event description:
Info received indicates the nurse call is not working.